Manufacturer narrative:
A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Historical performance in the field of reagent lots using world wide data through abbott link was evaluated. The patient median result for lot#: 25897un19 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation did not identify any issues associated with the customers observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I lot #: 25897un19. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false positive architect stat troponin-I result on one (B)(6)-yr old male patient. Results provided: sid: (B)(6) = 0.033 / 0.020 / 0.023 ng/ml. (Customer normal range = < 0.030 ng/ml); istat = 0.01 ng/ml. No impact to patient management was reported.